Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture (loc) was observed on this right ventricular (rv) lead shortly after implant. An x-ray was obtained which confirmed lead dislodgement. A revision procedure was performed wherein the lead was successfully repositioned. No adverse patient effects were reported. This lead remains in service.